Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with multiple cartridges during the load process. Customer did not provide an exact blood glucose value, but stated their blood glucose levels did become elevated. Customer delivered a manual injection to stabilize blood glucose levels. Customer indicated they will continued to use the pump for insulin therapy.